Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis ") and sleep disorder ("cant get into deep sleep for nothing"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the pelvic pain, adenomyosis and sleep disorder outcome was unknown. The reporter considered adenomyosis, pelvic pain and sleep disorder to be related to essure. The reporter commented: I never had any now on my right ovary and fibroids. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: events added- adenomyosis and cant get into deep sleep for nothing. Reporter information added on (B)(6)2020: social media: fu 2 and fu 3 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis "), sleep disorder ("cant get into deep sleep for nothing"), bacterial vaginosis ("bv"), ovarian cyst ("cyst on right ovary") and menstruation irregular ("irregular periods") and was found to have uterine leiomyoma ("fibroids") and smear cervix abnormal ("irregular pap"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the pelvic pain, adenomyosis, sleep disorder, bacterial vaginosis, ovarian cyst, uterine leiomyoma, smear cervix abnormal and menstruation irregular outcome was unknown. The reporter considered adenomyosis, bacterial vaginosis, menstruation irregular, ovarian cyst, pelvic pain, sleep disorder, smear cervix abnormal and uterine leiomyoma to be related to essure. The reporter commented: I never had any now on my right ovary and fibroids. The following information was received from social media bv. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received.fu 3 and fu 4 processed together. Events added-right ovary cyst, fibroids, irregular pap and irregular periods, bv. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 20-jan-2020: addition of imdrf code. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of pelvic pain ('constant pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis "), sleep disorder ("cant get into deep sleep for nothing"), bacterial vaginosis ("bv"), ovarian cyst ("cyst on right ovary"), menstruation irregular ("irregular periods") and uterine polyp ("I came to know about my polyp after a positive early pregnancy test") and was found to have uterine leiomyoma ("fibroids") and smear cervix abnormal ("irregular pap"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the pelvic pain, adenomyosis, sleep disorder, bacterial vaginosis, ovarian cyst, uterine leiomyoma, smear cervix abnormal and menstruation irregular outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered adenomyosis, bacterial vaginosis, menstruation irregular, ovarian cyst, pelvic pain, sleep disorder, smear cervix abnormal, uterine leiomyoma and uterine polyp to be related to essure. The reporter commented: I never had any now on my right ovary and fibroids. The following information was received from social media bv. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content received from social media, new event " I came to know about my polyp after a positive early pregnancy test", prospective type of pregnancy added, outcome added, reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.